Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported seeing the splash screen. The patient programmer has not been dropped and has not gotten wet. Patient sees on the screen to press the sync button and when they press it, the screen goes blank saying interstim icon and shows the sync button. Patient changed out the batteries which resolved the issue. Moreover, they also had a return of symptoms and would like to try a different program. Patient was able to use the programmer and connect to the ins showing the ins was currently on. They were on program 3 at 1.4 and increased stim to 1.6 feeling stim in the rectal area. Patient used the patient programmer and changed to program 4 @ 0.9 and increased stim to 2.6. They were now feeling stim in the ins implant site and a slight shocking so they decreased stim to 0.0 and then stimulation and shocking went away. They then switched to program 1 @ 2.7 and was feeling stim in the rectal area. They went over to 2nd program at 1.4, and decreased stim to 1.2 which was comfortable sitting, standing, walking and laying down and feeling stim in the vaginal area. No further complications were reported or anticipated.